Event description:
Dome detached during traction removal. Indwelling period was about 196days. Detached dome has been excreted with stool 2 days after the incident. The patient is male. Primary disease: spinocerebellar degeneration. Administered nutrient: twinline, medication: tamsulosinhydrochloride, sodium picosulfate.